Event description:
The customer reported that the alarm does not sound when weight is removed from the sensor and that the sensor is less than a month old. The batteries have been replaced with new supply and there is no visible damage to the outside of the alarm. Discovered during set up caregiver still at bedside and there was no patient incident or injury reported.

Manufacturer narrative:
Results: evaluation of the returned product found the unit powers up and alarm has sound. The custom voice message and pre-recorded message has static sound when played. The volume does not vary from 0 to 10. There is no physical damage to the alarm case. The alarm passes all other functional tests. (B)(4).